Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A batch review cannot be performed since there was no lot number provided. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Upon additional investigation, it was discovered that this product is a non-baxter product and baxter does not have reporting responsibility for it.

Event description:
A customer reported to baxter (B)(4) of an interlink IV catheter extension set in which IV nurse observed blood in the PICC line after blood leakage from unknown location of the extension set. The parent of the patient notified nurse about blood being present on the patient's gown. PICC line was flushed and a leak was found from the extension set. The PICC was then clamped, covered with sterile gauze, and the IV nurse was notified. The IV nurse assessed and reportedly found the PICC line to be clotted. The physician was made aware of the situation and tpa was ordered. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.